Manufacturer narrative:
Follow-up #1 (6/17/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/7/2013 with the following findings: the meter passed all testing and the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (07/24/2013)-product evaluation: the returned accessories were returned on 05/31/2013 and analysis completed on 07/19/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The usb cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.